Event description:
Medtronic received a report that on 9/15/2017 it was noted that the patient's endotracheal tube was dented and melted and could not be separated from the filter connected to it. The patient was being extubated and did not require reintubation.